Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient ID not provided. Patient age not provided. Patient weight not provided. Additional 510(k) numbers are k011028 and k013227 a summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformance's affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Summary investigation.

Event description:
It was reported that the implant was removed due to peri-implantitis with pain at the site.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D6a. If implanted, was changed to unknown due to a follow up. Device history record (DHR) review was completed for the associated subject lot number 1251900. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa. Sterilization record review was performed for the associated lot number 1251900 and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the associated lot numbers 1251900 for similar events and 1 other relevant complaint was identified.

Event description:
No further event information is available at the time of this report.